Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade IV.

Event description:
USA. Allegedly, the patient reported bilateral breast asymmetry and tenderness to palpation. She was diagnosed with capsular contracture, baker grade IV, with significant firmness and palpable irregularity. Revision surgery is planned. ((B)(6)).